Event description:
Related manufacturer report number: 2017865-2023-13722. It was reported that the patient presented for in-clinic follow-up. A device interrogation revealed elevated capture threshold exhibited by both the right atrial (ra) and right ventricular (rv) leads. The patient was scheduled for revision where both leads were explanted. The rv lead was replaced, and the atrial port was plugged. The patient was stable before, during and after the procedure.